Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021 the customer was hospitalized for high bg's/high ketones. The customer alleged possible under delivery anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The formatted history file lists data from 09/28/2021 to 12/10/2021. There was no data listed for the event date. Unable to verify bolus delivery or alarms/suspends for the event date. The pump passed the functional testing. Unable to confirm alleged high bg's/high ketones. Customer alleged possible under delivery anomaly was not confirmed. During visual inspection, found a corroded battery tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized on unknown date due to high blood glucose. Customer stated that the blood glucose was 605 mg/dl at the time of incident and other was 420 mg/dl. Customer¿s current blood glucose was 168 mg/dl. Customer stated that the high blood glucose was treated with the insulin pump. Customer did not experienced any symptoms related to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer stated that auto mode feature was active. Customer stated that troubleshooting was done for high blood glucose. Customer reported that the insulin pump will not be returned for analysis.